Event description:
Additional information reported that no infection was noted by the device physician. The battery underwent normal depletion, and the event was not related to the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) "died after 19 months." The patient additionally reported that their gastroparesis symptoms had "gotten much worse right before the holidays" and that she had "a j tube placed for feedings" during a "month long" hospital stay. The patient also reported "extremely painful" pancreatitis that would "go into overdrive" after feedings. The patient stated that her ins "wouldn't connect after many attempts." The patient also noted that she had "major surgeries" as well as "complications and infections." The patient stated that she would inquire regarding replacement with her health care provider (hcp) five days after report. The patient was redirect to her hcp. Additional information has been requested. A supplemental report will be filed if additional information becomes available.